Event description:
It was reported that during an unknown procedure, during firing the device, only stapled half way through the cut line. No unusual noise or tactile feedback was noted. The surgeon hand sewed over the cut line. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).